Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that, at greater than 3,000 ohms, pacing impedance measurements on the right atrial (ra) channel of this cardiac resynchronization therapy defibrillator (crt-d) were high and out of range. The patient was reportedly in atrial tachycardia. A chest x-ray was ordered but the results have not been reported. Atrial discriminators and alerts were programmed off and the system will be monitored. No adverse patient effects were reported.